Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the battery that was in their stomach for their brain had to be charged every week and it was getting to be annoying for them. The patient mentioned they have short term memory loss. The patient also mentioned that they had seizures and still had granuloma in their brain that totally wrapped around their carotid artery behind their left eye. The device was becoming a pain for them. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the seizures started in 2006, recharge issues in 2017, and granuloma in 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reporting that the patient's ins was for their brain, and an MRI was conducted to determine the lead placement. The rep reported that the patient had a follow-up appointment scheduled for (B)(6) 2018. The rep reported that the patient was currently taking seizure medication and that the medication had resolved the seizures. The rep reported that the granuloma was still present. No further patient complications have been reported as a result of this event.